Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system, as the s-ICD pocket was beginning to erode and scar tissue. Thus, the system was explanted electively before complete erosion or infection. Reportedly, the s-ICD had an inadequate position that contributed to the beginning of the erosion and was causing high shock impedance measurements within normal range. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. Thus, the high shock impedance allegation was not confirmed. The laboratory analysis did not reveal any abnormalities, performance issue or malfunction with this product and the clinical observations of erosion and scar tissue cannot be addressed by product analysis. However, these are known conditions for implantable devices.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a transvenous system, as the s-ICD pocket was beginning to erode and scar tissue. Thus, the system was explanted electively before complete erosion or infection. Reportedly, the s-ICD had an inadequate position that contributed to the beginning of the erosion and was causing high shock impedance measurements within normal range. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.